Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) or (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection between a transfer set (ts) and a titanium adapter which resulted in peritonitis. It was reported the connector of the ts had ¿fell off¿ and the patient reconnected the ts and titanium adapter ¿without attention¿. Two days later the patient experienced peritonitis. The physician reported the peritonitis was caused by the ts disconnection which led to ¿bacteria going into¿. The patient presented to the hospital for treatment (vancomycin, no further details); however, it was not reported if the patient was admitted. The ts was changed the same day. The cause of the disconnection was not reported. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.